Manufacturer narrative:
(B) (4)the following is a clarification explaining why a batch review was not performed on this report. This information is being provided in response to feedback received from the FDA during a phone conversation with baxter on june 18, 2010: the request for batch history review on this report cannot be performed because the lot number was not reported. Lack of specific information precludes a batch history review.

Event description:
It was reported that during a da vinci s gynecologic procedure, the left eye image viewed from the surgeon's console was black. The surgical staff replaced the camera cable, however, the issue remained. The patient was under anesthesia for approximately 2 hours when the surgeon made the decision to convert to open surgical techniques to complete the planned procedure due to the vision issue and the patient's enlarged uterus. No patient harm was reported.

Event description:
A leak was noted at the y-site of the tubing after the nurse noted a pool of total parenteral nutrition (tpn) on the floor. The nurse checked the baby's blood glucose level which was 26 at that time. It is unknown what interventions were required to return the blood glucose to an acceptable level.

Manufacturer narrative:
(B) (4).the sample was not returned; therefore, no evaluation was performed.

Event description:
A baxter sales representative contacted corporate product surveillance on thursday, april 22nd 2010 of a report received from a nurse manager involving a buretrol solution set in which one of the y-site's leaked during an infusion of glucose to a baby resulting in the baby's glucose level dropping significantly (level unknown). The event was very difficult and harsh on the (baby) patient. No other information is currently available.

Manufacturer narrative:
(B) (4).